Event description:
After introducing the 13f amplatzer torqvue 45x45 delivery sheath and during removal of the dilator, air bubbles were seen in the left atrium. The air was attempted to be removed and the patient received an external pacemaker. The amplatzer cardiac plug was successfully implanted. At 1-2 days later the patient showed signs of a stroke. The physician stated that the device was not the cause of the event.

Event description:
After introducing the 13f amplatzer torqvue 45x45 delivery sheath, air bubbles were seen in the left atrium. The amplatzer cardiac plug was successfully implanted. 1-2 days later the patient showed signs of a stroke. The physician stated that the device was not the cause of the event.

Manufacturer narrative:
Sjm could not evaluate the tv45x45 involved in this incident since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the reported event remains unknown.